Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -6.00/1.5/173 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Refractive change overtime was observed. The lens was exchanged with a same size, similar (sphere/cylinder/axis) lens due to refractive surprise on (B)(6) 2019. The problem was resolved. Reportedly, "due to data input error during calculations, the degree was not suitable." Cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: h6- patient code 2137 should be added to the initial MDR. H6- device code 2923 is not applicable and should be corrected to code 1401 in the initial MDR. Claim# (B)(4).